Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices gave an error code 5 prior to use. Another shear and footswitch were used to proceed with the case. No patient consequences.

Manufacturer narrative:
Analysis summary: the analysis results found that when attempting to activate device a on a generator, it gave a solid tone. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument. "Device b, c and d were received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The devices were tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the handpiece and the devices.